Manufacturer narrative:
Additional information: d4 and e4 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed'. Cracked enclosure and tank cover. Wear and tear damaged float switch, line cord, and plate clip. Printed circuit board (pcb) was missing led. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 would not power on. Issue discovered during set up and no patient involvement.